Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log. The alarm occurred on (B)(6) 2013 06:25:18. No additional information is available.

Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause of this event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.